Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received missing o-ring. The insulin pump was received with cracked case at reservoir tube window corners, reservoir tube window and battery tube threads. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that her insulin pump had damage on the reservoir compartment and part of it was missing. The customer's blood glucose was 110 mg/dl at the time of incident. The customer stated that the reservoir would not stay locked in. The customer stated that the reservoir compartment might be worn out due to constant twisting. The customer also stated that she had low blood glucose of 67 mg/dl but was treated with juice and went up to 145 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.